Event description:
It was reported that during the surgery the custom implant did not fit as expected.

Manufacturer narrative:
Update: h6. Corrected: h1. The reported event (implant did not fit) could be confirmed based on the provided post op CT scan. After investigation conclusion is made, the peek implant was designed according and manufactured according to specification. No device problem could be found. Based on the analysis above, the assumption is that the implant was correctly designed and manufactured to fit the bony anatomy. However, the presence of brain swelling or soft tissue in the area during surgery could have led to the difficulty of inserting the implant correctly.

Event description:
It was reported that during the surgery the custom implant did not fit as expected.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.